Event description:
"When the consumer turned the generator on, and as the consumer began to insert the cannula in their nostrils, the cannula and plastic hosing connecting the cannula to the machine, suddenly caught fire and exploded in the consumers face." This allegedly resulted in first and second degree burns to the consumers face, arm, chest, and shoulder.